Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported thrombus resulting in embolism, cerebrovascular accident and ultimately death from the stroke cannot be determined. Death, thrombus, embolism/embolus and cerebrovascular accident are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus, embolism, stroke, and death. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted ischemic cardiomyopathy (large anterior wall myocardial infarction in 2015). On (B)(6) 2021, a steerable guide catheter (sgc) was advanced to the mitral valve, and three xtr clips were implanted, reducing mr to 2. The next day, the patient had a large embolic stroke. There was no sign of right-left shunt at the end of the procedure and the iatrogenic asd (atrial septal defect) was not considered for closure. A paradox embolus through the iatrogenic asd is a likely cause of the stroke. On (B)(6) 2021, the patient died due to the stroke that was caused by a paradox embolism. No additional information was provided .